Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on an unk date. The pt then developed septicemia and was admitted to the intensive care unit of a different hospital. The pt was experiencing a clostridium infection. The pt underwent a hysterectomy and the pathologist reported that over half of the myometrium had been necrosed. Info received from hospital staff indicates that this may well have been a result of the clostridium infection the pt was suffering from. No further info was available.